Event description:
Reportedly, the patient in the last fu was programmed in a certain way: therapies on and in dddr biv mode. When he arrived for the consultation, they verified that he had the nominal parameters, with statistics since the last fu, and the patient could not indicate if he had done any procedure that caused the device to reset. Therefore, it would be necessary to know when the reprogramming occurred and what the cause was, if possible. Another question is why the overview shows shocks on and atp off and not everything off

Manufacturer narrative:
Analysis of provided data dated 16 january 2026 revealed: in the provided logs of the programmer, there is a trace that the user pressed on the emergency button on the tablet to switch to nominal mode at 14:25:32 on (B)(6) 2026. And the user confirmed this action by clicking ¿yes¿, few seconds later. The nominal mode programming was successful at 14:25:39. This event happened before the session started. Then, the user proceeded to the interrogation, at 14:25:51. Therefore, the interrogation started with the device in nominal mode (vvi 60bpm and atp off). As described in the user manual, nominal settings disable only atp, shocks remain activated: the switch to nominal mode occurred on (B)(6) 2026, at 14:25 by the user, just before the device interrogation. Based on available data, no issue is suspected on the subject device crtd.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient in the last fu was programmed in a certain way: therapies on and in dddr biv mode. When he arrived for the consultation, they verified that he had the nominal parameters, with statistics since the last fu, and the patient could not indicate if he had done any procedure that caused the device to reset. Therefore, it would be necessary to know when the reprogramming occurred and what the cause was, if possible. Another question is why the overview shows shocks on and atp off and not everything off